Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission with a device that was post-paced t-wave oversensing. The oversensing was noted on a stored egm for a nonsustained lead noise episode. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.